Manufacturer narrative:
The previously submitted emdr inaccurately reported the date. The date should have been reported as 11/13/2017. Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for the peeled pebax or balloon shape deformation could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. Photo review: five electronic photos were reviewed. The first photo shows the device laying coiled on a surface of brown paper towels. The balloon is bloody, and no defects could be noted. The second photo shows a closer view of the distal tip of the balloon; balloon material is seen to be wrapped around the distal end of the balloon. The third photo shows an even closer view of the distal tip; peeled pebax and fiber disturbance are visible on the distal cone of the balloon. The fourth photo shows a close view of the distal tip from another angle, and no peeling balloon material can be seen. The fifth photo shows the closest view of the distal cone; peeling pebax and fiber disturbance can be seen on the balloon. Based on the photo review, the reported peeling balloon material (pebax) can be confirmed as well as fiber disturbance.

Event description:
It was reported that during an angioplasty procedure, the bonding material of the balloon allegedly peeled off at 20 atm upon the first inflation. Reportedly, only the distal end part of the balloon was inflated and the balloon was inflated into an unusual shape. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for the peeled pebax or balloon shape deformation could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. The current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. Photo review: five electronic photos were reviewed. The first photo shows the device laying coiled on a surface of brown paper towels. The balloon is bloody, and no defects could be noted. The second photo shows a closer view of the distal tip of the balloon; balloon material is seen to be wrapped around the distal end of the balloon. The third photo shows an even closer view of the distal tip; peeled pebax and fiber disturbance are visible on the distal cone of the balloon. The fourth photo shows a close view of the distal tip from another angle, and no peeling balloon material can be seen. The fifth photo shows the closest view of the distal cone; peeling pebax and fiber disturbance can be seen on the balloon. Based on the photo review, the reported peeling balloon material (pebax) can be confirmed as well as fiber disturbance.

Event description:
It was reported that during an angioplasty procedure, the bonding material of the balloon allegedly peeled off at 20 atm upon the first inflation. Reportedly, only the distal end part of the balloon was inflated and the balloon was inflated into an unusual shape. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for the peeled pebax or balloon shape deformation could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.

Event description:
It was reported that during an angioplasty procedure, the bonding material of the balloon allegedly peeled off at 20 atm upon the first inflation. Reportedly, only the distal end part of the balloon was inflated and the balloon was inflated into an unusual shape. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the conquest products that are cleared in the us. The 510 k number and pro code for the conquest products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the bonding material of the balloon allegedly peeled off at 20 atm upon the first inflation. Reportedly, only the distal end part of the balloon was inflated and the balloon was inflated into an unusual shape. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.